Event description:
According to the report from the hospital, the balloon of the internal carotid didn't deflate. He tried several times, forcing the device. He wasn't able to remove it. To do it he had to apply an "abnormal" force; he succeeded in removing the shunt but caused a disrupture of the beginnings of the anastomosis of the carotid; so he had to open another shunt to proceed to complete the broken anastomosis. Furthermore upon removing the original shunt, it was noticed that it was leaking close to the t-port. No pt injury happened due to this incident.

Manufacturer narrative:
We have not received the complaint device for evaluation and were not able to verify the failure mode. The device was retained by the hospital and has not been released for eval. Our lot history records review did not reveal any discrepancies related to the complaint event either during the mfg or packaging processes. All mfg and qc steps were completed in accordance to mfg instructions and we have not received any other complaints for devices from the same lot. Therefore, we consider this incident as an isolated event. The root cause (s) of the incident remains inconclusive at this time.